Event description:
Carefusion clinical practice consultant received a vague from the nurses during a customer site visit that the valve on the maxplus positive pressure connector leaking when used during home care site visits on infusions lasting 45-72 hours. The home care team has switched to a different valve. No patient harm reported and no medical intervention required. Clinical engineering, the main contact assigned, will not provide information regarding the event and he states that he will not send in the maxplus connectors for an investigation.

Manufacturer narrative:
(B)(4). Unable to determine the cause of the customer's reported leaking of the maxplus valve during an infusion. Clinical engineering will not send the maxplus connector in for investigation.